Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31766634) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During a mechanical thrombectomy procedure on (B)(6) 2026, targeting an occlusion in the a3 segment of the anterior cerebral artery (aca) to treat an acute ischemic stroke, devices were used in accordance with the instructions for use (ifus). The thrombectomy was performed via the adapt (direct aspiration first pass technique) using a 144 cm cereglide 42 catheter (nic42144c / 31766634) with one pass each in the m2 segment of the middle cerebral artery (mca) and the a3 segment of the aca. A tici score of 3 was achieved and the procedure was completed. After cereglide 42 catheter was removed from the patient¿s body, a kink was observed at the proximal side. It was not known whether a continuous flush was maintained during the procedure. The procedure was completed without any negative impact on the patient. On 16-feb-2026, additional information was received. Per the information, the reported issue was noted after the procedure was completed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: b)(4). The purpose of this MDR submission is to include the additional event information received on 26-feb-2026. [Additional information]: on 26-feb-2026, additional information was received. The information indicated that vessel tortuosity was relatively severe. Acute bends or calcifications were unknown. The clot characteristics were as follows: it was relatively soft, large thrombus burden, but the actual length and density are unknown. The cereglide 42 was used when distal embolization occurred. On the first pass, an envi¿-sr (neurovasc technologies) was used to target an occlusion at the internal carotid (ic) top. During that attempt, distal embolization occurred and the cereglide 42 was used for the m2 and a3 segments. The additional information confirmed that the reported issue was noted after the procedure was completed. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.